Event description:
It was reported that progressa frame, rental (product code p7500arent01, serial number (B)(6)), had auxiliary power cord broken and sparking. Bed was unplugged. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the auxiliary power cord cut in half and needed to be replaced. It is necessary for the progressa bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Examine the plug for damage. Make sure the plug is a one-piece molded plug assembly. If it is not, replace the plug cord assembly. Replace any plug cord assembly that shows: discoloration of the plug molding, any signs of cracking, or loose fit of the plug blade. Replace the power cord, if damaged. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the auxiliary power cord to resolve the reported event. Based on this information, no further action is required.